Manufacturer narrative:
H3,h6: the reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted a partially detached membrane from the cassette. Functional evaluation revealed that the device would leak fluids during operation due to the detached membrane. The complaint was confirmed and the root cause has been associated with a manufacturing error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the manufacturing process showed that an assembly step was missed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that fluid leaked from the cassette of a dyonics, during an unknown procedure, instruments outside the patient. The process was completed with a smith and nephew back up device with no delays and no patient injury. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.